Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a knee repair that the tip of the customer's vapr premier 90 electrode was flaking off in the patient's joint space. The surgeon completely removed all the debris with a shaver leaving none in the patient. The surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep reported that the customer does not reprocess these devices. The sales rep was not present and did not have any additional information.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There were also no anomalies or missing sections of the distal end of the device, the shaft or the shrink tubing. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. There was no evidence of material flaking off after the device was tested. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted and the results indicate that this batch of product was processed without incident related to this complaint failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of (B)(4) devices that were released to distribution in july of 2015. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).